Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal conductor cap and clevis at the base of the grip. The missing fragment, measuring approximately 6.50 mm × 9.27 mm, was not returned with the instrument. The clevis did not show abrasions or scratches on its outer surface; however, damage was observed on adjacent components, which may indicate possible mishandling. The instrument tip was also found to be dislodged. The complaint was confirmed by failure analysis. The probable root cause of the broken distal clevis and conductor cap is attributed to damage during use, which may result from excessive force applied to the instrument tip during handling, insertion, use (overloading), or removal. Collisions with other hand-held instruments or operating the instrument outside the field of view may also contribute to such damage.

Event description:
It was reported that the 8mm permanent cautery hook instrument (pch) was found to be broken at the tip. The procedure was completed with no reported injury.